Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with fluid in the balloon. The tip, balloon, markerbands, inner shaft, and outer shaft were microscopically and tactile inspected. Inspection revealed tip damage, inner shaft damage (buckled, flattened for 23 mm at distal end), and damage (flattened) to both markerbands. Functional testing was done by attaching an inflation device filled with water to the hub of the coyote. When pressure was applied, a pinhole in the balloon material was found, located at the distal edge of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg. After a non-bsc guidewire crossed the lesion, a 2.0mmx220mmx150cm, mr coyote balloon catheter was advanced for dilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg. After a non-bsc guidewire crossed the lesion, a 2.0mmx220mmx150cm, mr coyote" balloon catheter was advanced for dilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.